Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000167. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that there were connection issues with the image acquisition system (ias) and mobile view station (mvs.) There was no impact on patient outcome.